Manufacturer narrative:
(B)(4). The error log show bad autozero, ifs , bet cal, fcv, pneumatics module ftc, config lost and settings lost. Instructed to check user interface module cable pins and customer confirmed that cable and receptacle are fine. Gde was removed and no issues found. Performed flow control valve characterization and new uim was installed and it worked fine. Customer was informed that the gde is the problem and needs to be replaced.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed vent inop, safety valve and low peep. There is no patient involvement on the associated event.